Event description:
On (B) (6) 2009, the pt was implanted with three gore tag thoracic endoprostheses in treatment of a thoracic aortic aneurysm. On (B) (6) 2009, the pt was treated for a proximal type I endoleak. The endoleak was excluded and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.